Manufacturer narrative:
The device will not be returned, a conclusive eval cannot be performed. Limited info was provided on identification and indwelling time of device due to placement of the ureteral stent was performed at another facility. Upon removing the stent the physician stated resistance was felt and indicated the possibility of a lot of calcification in the renal pelvis. The first attempt to remove the stent resulted in the coil of the stent located in the bladder to separate, on the second attempt approx 3 cm of the body portion of the stent was removed after separation occurred. The remainder of the stent was not removed at this time, another stent was placed and the physician is planning a percutaneous procedure to remove the remainder of the original stent. At this time, info concerning the second procedure has not been provided, however, will continue to contact the facility for further info.

Event description:
The physician was removing a filiform double pigtail ureteral stent set that had been placed at another facility. The area rep was there for this procedure. The physician felt resistance and thought there was a lot of calcification in the renal pelvis. When he was removing the stent the pig tail in the bladder broke off. The physician went in again and attempted to remove the stent, it broke again, he was able to remove approx 3 cm of the straight part of the stent from the pt. He was not able to remove the remainder of the stent, which is still in the pt. Another MFR's stent was placed in the ureteral. The physician is planning to go in percutaneous and remove the remaining stent but it is unk at this time when this procedure will be performed. The outcome of the pt is not known at this time.